Manufacturer narrative:
The complaint device was not received for investigation. The following investigation is based on the images provided. The images was reviewed, and the complaint condition could be confirmed as the reference plate ((B)(4)) was seen broken in the provided images. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot a DHR review was not performed for this pi. This lot was manufactured by elmira. Please reassign this task to the correct group. Part number: 281.930, lot number: 6708111, part manufacture date: 30-jun-2011, manufacturing location: (B)(4), part expiration date: n/a, nonconformance noted: n/a, DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of (B)(4) deg dcs plate 14 holes/242mm product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) on an unknown year, a procedure was performed with the dhs system, in which a reference plate was implanted. On (B)(6) of an unknown year, she was re-operated to perform the withdrawal of the plate since it was broken. No further information provided. Concomitant devices reported: unknown screws cortex (part# unknown, lot# unknown, quantity# unknown), unknown nail head elements: dhs/dcs lag screw (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) 95 deg dcs plate 14 holes/242mm. This is report 1 of 1 for (B)(4).